Manufacturer narrative:
The device involved in the event was discarded and the lot number is unknown. The reporting ophthalmologist thought the event was associated with continuous wear of the lenses. Based on available information, no root cause can be determined and no conclusion can be drawn.

Event description:
Patient experienced pain within a week of wearing trial continuous wear contact lenses. Pain did not subside with discontinued use. Began experiencing redness, cloudiness and swelling in the eye. Diagnosed with a corneal ulcer od. Ulcer was focal with 2+ corneal staining in nasal area, 2+ corneal opacity, 2+ corneal edema, 2+ bulbar conjunctival hyperemia, 2+ aqueous cell and 1+ upper eyelid papillary hypertrophy. Ulcer was within the central 4mm of the cornea and bowman's membrane was penetrated. Right eye va was 0.2 (0.8). He eye was washed and administered gatifloxacin eye solution, 0.1% flurometholone eye solution, 1% atropine eye ointment and tarivid (ofloxacin) eye ointment. Levofloxacin and fluorometholone eye solution. Tarivid ointment were prescribed but the symptoms did not remit. Corneal ulcer was scraped with cotton tipped swab and 17.5 mg of panimycin and 2 mg decadron were injected subconjunctivally. Ulcer tended to resolve following treatment and ac turbidity in remission. Some corneal edema persisted. Right eye va was 0.06 (0.8). The affected area recovered with central scarring and va of 0.04 (0.7). There was no irreversible decrease in va. Suspected bacterial pathogen was unknown.